Event description:
The customer reported, that the dash monitor and the cic allegedly failed to produce visual and audible alarms for an asystole event. A patient death was reported by the customer, however, the hospital claims that the death was due to patient condition and not the device.

Manufacturer narrative:
The current masimo spo2 algorithm may delay 20 seconds from an actual patient heart rate or spo2 saturation change to the audible pulse tones and heart rate numeric. With intellirate on, the asystole call will not be called as long as spo2 believes the hr and sat to be normal. The manufacturer of the spo2 algorithm, masimo, will be required to correct their algorithm. Once completed, the dash monitor will require a sw release that includes the revised algorithm. The customer will be supplied with a temporary work around until the software upgrade is available. The work around consists of two options: 1) switch to a different spo2 algorithm other than masimo, or 2) intellirate should be turned off.